Manufacturer narrative:
This follow-up report is being submitted to relay additional information..

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Additional medical records were provided: the patient experienced a right hip dislocation that was corrected with a closed reduction. The revision procedure occurred. Upon completion, a new zimmer head and liner were placed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801804002 femoral head 62036519; 00771101120 femoral stem 12/14 61904690; 00620006222 shell porous 61976148. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00141 head; 0001822565 - 2021 - 00464 stem. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Medical records identified the following: the patient underwent an initial right total hip arthroplasty on due to degenerative arthritis during when, zimmer biomet products were implanted without complications. The patient underwent a revision procedure due to failed hip arthroplasty. The patient had a recent dislocation and was worked up for metal debris. His cobalt and chromium levels were high, and MRI scan revealed a large pseudotumor. There was corrosion at the head-trunnion junction. No other findings/complications related to the event were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right hip revision approximately 8 years post implantation due to in-vivo corrosion, dislocation, adverse local tissue reaction (altr), elevated metal ion levels, and pseudotumor. The acetabular liner and femoral head were removed and replaced. Attempts have been made and no further information has been provided.